Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose level was elevated (370 mg/dl). Customer treated elevated level with manual insulin injection. System check was performed with tandem customer technical support (cts) and the pump performed as intended. Contact stated that customer went swimming and thinks infusion site might be the issue; however, this was not confirmed. Recommendation was made by cts to change out the infusion site. Contact acknowledged.